Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information d4, h4 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals a different batch number and product number than reported. The device pictured has anchors detached from the device and t1 anchor appears missing from the suture. The needle appears more linear than manufacturer intended. A visual inspection revealed the fast fix device was returned with a different part number and batch number than reported. The device has been bent from manufacturer intended position. Anchors and suture detached. T1 anchor detached from suture and not returned with the device. The suture knot has not been tightened down. The deployment needle is in the t2 pre-deployment position. A functional evaluation revealed the deployment knob functions as expected. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix 360 could not be deployed from needle. Both ts were removed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.